Event description:
It was reported that balloon rupture occurred and the procedure was cancelled. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified tibioperoneal trunk (tpt). A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was then cancelled. The device was removed and the patient was in good condition.

Manufacturer narrative:
(B)(6).